Event description:
It was reported that during device upgrade, the physician elected to also replace the lead. No electrical anomalies were detected. Diagnostic imaging was normal. During extraction, externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to both external and internal insulation abrasion were noted at 24.2-26.6cm from the lead tip. External and internal insulation abrasion was noted at 55.5-56.1cm from the lead tip. External insulation abrasion was noted at 17.0-17.4cm and 46.7cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 12.0-12.9cm from the lead tip. The etfe coating was not abraded due to the abrasion.